Event description:
It was reported that, during a knee arthroscopy, the surgeon used a hemicannula to insert the fast-fix through the medial portal. He successfully deployed t1 and then tried to deploy t2; however, after two attempts t2 would not deploy. The surgeon then cut the suture and removed t2, t1 remained secured in the patient's meniscus. It is unknown whether there was a backup device available or delay in the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts were remain on the delivery needle but were returned. Only 12 inches of suture was returned, no abnormalities were observed. The distal end of the needle is dramatically bent. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.